Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 55 mg/dl with the associated symptom of cognitive impairment. The patient reportedly did not require the assistance of a third part and did not require treatment above or beyond the normal routine of diabetes care and management. The patient reportedly ate candy to stabilize the blood glucose level. Troubleshooting by animas customer technical support revealed the reported event occurred as a result of training/misuse issue: the patient was discovered to have miscounted their carbohydrate consumption and additionally, had a change in stress level. There no pump malfunction identified. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy as a result of a training/misuse issue.